Manufacturer narrative:
Initial reporter first name initial reporter last name: initial reporter facility name: initial reporter address: initial reporter city: the actual sample was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of prismaflex m150 had an external fluid leakage. There was no patient involvement. No additional information is available.